Manufacturer narrative:
As per conversation with the consumer; she realizes she is using the unit incorrectly and the alleged incident is the result of user error.

Event description:
Consumer alleges she was passing through her bedroom doorway and allegedly hit her ankle on the doorframe.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges she was passing through her bedroom doorway and allegedly hit her ankle on the door frame.